Event description:
It was reported that this pacemaker system had been exhibiting both oversensing and undersensing on the right atrial (ra) lead channel for over three years, resulting in instances of atrial pacing when not required. Additionally, noise on the ra channel, possibly attributed to myopotentials, was observed. Technical services (ts) provided reprogramming options for ra sensitivity and recommended conducting isometric exercises to test oversensing at various sensitivity settings. No adverse patient effects were reported. This pacemaker remains in service.